Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip of the bom 7 mm extended length endoscope fogged on the inside, there was nothing to wipe off. The harvest time was longer, avulsed (damaged) a branch the pa did not see. The same device was used to complete the procedure with difficulty. The hosp did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our sops, all events are tracked and trended to determine whether or not any trends develop. (B)(4).